Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity blood set experienced kinked tubing. The following information was provided by the initial reporter: a new indent from this customer for an ongoing issue of blood tubing kinking.

Event description:
It was reported that the bd alaris smartsite gravity blood set experienced kinked tubing. The following information was provided by the initial reporter: a new indent from this customer for an ongoing issue of blood tubing kinking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-feb-15. H6: investigation summary . A complaint of blood tubing kinking during use was received from the customer. 8 samples were returned for investigation. Through visual inspection kinks were seen on the tubing of the returned sets. The sets were infused at 200 ml/hr and there were no issues of under or over infusion with the kinks visible. A device history record review for model 10010903 lot number 21119770 was performed. The search showed that a total of (B)(4). Units in 1 lot number was built on 18nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kinks is pressure from the roller clamp.